Event description:
The reporter stated that she "did once get a er1 on my meter." She said that she was having symptoms and that she knew her blood sugar was elevated. She reported that she had retested and the result was 460. She stated, "I took insulin and everything was all right."